Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The consumer reported that the patient had a loss of therapeutic effect and a return of symptoms, noting she was having accidents and frequency symptoms. The consumer reported that the patient was not feeling stimulation or ¿vibrations.¿ it was confirmed that the therapy was on. There were no falls or traumas related to the issue. The consumer increased the amplitude from 0.55v to 1.00v on program 1 and the patient reported feeling stimulation in the correct area. Additional information was received from the patient. It was reported that the patient did not feel improvement, so they had their daughter increase the stimulation. The patient reported that the device had helped at first, but had gradually stopped helping. The patient also reported that the ins site became inflamed and very hot to the touch on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.